Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The analysis did not show any anomalies. The ICD functioned as expected based on the programmed parameters. In particular, episode 37 from (B)(6) 2024 at 12:31 h was appropriately detected as vt1, with corresponding atp therapy. Subsequent vf redetection occurred, and a 40 j shock was accordingly charged. The shock was not delivered due to episode termination detection, consistent with the programmed parameters. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed that the ICD functioned as expected.

Event description:
It was reported that the device has not delivered therapies so that the patient had to be shocked manually externally and is in the intensive care department. Device currently remains implanted. Should additional information be received, this file will be updated.